Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device lot number does not meet any of the standard naming conventions for known manufacturers.

Event description:
Caller states that a staff member experienced an accidental fingerstick with a used saf-t-pro lancet. The staff member used a saf-t-pro lancet to perform a test on a patient. Upon use of the device, the lancet protruded from the opening of the device. When the staff member picked up the lancet to dispose of it, he experienced a needlestick to the right hand, 4th digit, piercing the skin. No additional information was provided to the manufacturer after attempts to obtain information about possible bloodborne pathogen testing and/or treatment. The lancet did not break off into the staff member's finger. No adverse event reported. Requested return of suspect device and replacement was sent.